Event description:
Per the clinic, the patient was taken to the operating room and administered general anesthesia on (B)(6) 2012 for skin revision due to skin overgrowth; during the same surgery, a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.